Manufacturer narrative:
Device evaluation indicated that the lead ((B)(4)) revealed five cables had been broken at the bent/kinked location of the lead. This location appears to be the site where the click anchor had been positioned. The complaint was confirmed. The broken cables resulted in the reported complaint. The explanted lead ((B)(4)) was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein, one lead was replaced with a new one and the old ipg with new spectra ipg. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein, one lead was replaced with a new one and the old ipg with new spectra ipg. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.